Event description:
It was reported that surgeon using click line during procedure, stopped working and swapped instrument out and carried on with procedure, then noticed small metal piece inside patient, supposedly end of 33300 sheath. X-ray were performed and the fragment was removed. Due to the x-rays taken, the case is deemed as reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).